Event description:
It was reported by international mallinckrodt facility (france) that a pt experienced leakage and phonation problems with the use of two (2), size 8 cfn, cuffless fenestrated tracheostomy tubes. In addition, the pt observed that the fenetration dimensions appeared incorrect. The devices were reportedly in use for only "a few moments" when the difficulties were encountered. Limited info is available regarding the pt, the events, device usage and maintenance. There was one (1) pt involved and no reported pt injury. One (1) size 8 cfn device was returned to the MFR on 11/05/98 for decontamination, analysis and investigation.